Event description:
There was an allegation of questionable elecsys hcg+ss test system results from the cobas 6000 e601 module. The initial result was 0.100 miu/ml with a data flag. The repeat result from another cobas e601 analyzer was 47.16 miu/ml.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). It was suspected that the customer did not perform qc on the day of the event. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found that the calibration was overdue. The customer calibrated and reran the same sample on both analyzers, and the results matched. The investigation determined the issue was resolved after the service visit and customer actions.